Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 1 was deployed. The pt was returned to the floor and no hematoma or oozing was noted. The pt was up in the chair approx seven hrs later and no hematoma was noted. Approximately two hrs later the pt complained of pain in the right groin and a 6-7 inch hematoma described as "hard" was noted. Manual compression was performed and a sandbag was applied until the following morning. An ultrasound was performed and no active bleeding or pseudoaneurysm was seen and the collagen was observed in the tissue tract. Blood cultures were performed two days later and no growth was noted. The following day the hematoma was evacuated and a sample was sent for culture. No growth was noted. The hematoma was softer the next day and a repeat ultrasound was performed. The pt remained in the hosp due to instability from chronic renal failure, but the hematoma was dissipating. Pt remained in ccu for dialysis treatment and treatment of chronic heart failure. Also the pt was given packed red blood cells for treatment of chronic anemia. The pt remained unstable due to chronic renal failure at the time of this report.

Event description:
Since the initial report, the pt has been discharged to a nursing care facility due to pre-existing chronic renal failure.